Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing determined an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the distal face of the seal, at one of the seal slit ends. No damage was noted in the side wall or proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During atrial fibrillation procedure, there was a fluid leak at the proximal end of the sheath. The sheath was exchanged, and the case was successfully completed without any patient consequences.